Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the system was implanted with the leads reversed in the device header. No adverse patient effects were reported.